Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.   Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable glucose results from accu-chek inform ii meter, serial number (B)(4). At 20:25 the meter result was hi. The reading of "hi" indicates a result of >600 mg/dl. At 20:31 the meter result was 347 mg/dl. At 21:15 the meter result was 169 mg/dl.